Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot # phj00048). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias. It was reported that after implant, the patient experienced adhesions, prior mesh protruded into umbilical defect, mesh slipping off inferior rim, mesh stretched, tachycardia, mesh ingrowth into abdominal wall, and recurrence. Post-operative patient treatment included revision surgery, lysis of adhesions, repair of incisional hernia, drain placement, mesh excision, cholecystectomy, appendectomy, and ng tube placed. The device was use with an absorbable hernia tack.